Event description:
It was reported that the iab was inserted 1 day prior to event date after CABG/mitral valve surgery. On event date blood was noted in the helium tubing. The iab was removed. The pt suffered a spinal stroke and couldn't move their legs. The cause of the spinal stroke has not been determined.